Event description:
Robotic procedure can allow the trocar to become dislodged and insufflation of co2 to be pressurized into the subcutaneous tisssue. Despite 6 weeks education of team no one seemed to know that the sensor line had to be past the peritoneum to activate the high pressure sensitivity alarm and therefore the co2 was pressurized into the subcutaneous tissue. Patient had to be kept intubated 3 days until this could resolve.